Event description:
The event is reported as: alleged issue: the heater would not get up to temp in the nicu during a trial on a baby. The unit was switched out without any problem. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow up report will be sent when completion of investigation.